Event description:
It was reported that patient experienced ineffective therapy, patient had high impedances on all contacts. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: initial reporter phone number: (B)(6).